Event description:
This patient (age unk) was presented to the interventional lab for a stenting procedure of the left common iliac artery. The vessel was described as heavily calcified, moderately tortuous, and contained a 90% stenosis. The physician attempted to access the lesion using an ipsilateral, retrograde approach. Without pre-dilation, the physician attempted to deploy a palmez stent. When the physician attempted to position the stent delivery system (sde) at the target lesion he found a leakage of contrast media from the balloon of the sds. The stent was not deployed and was removed from the patient without injury. The physician inserted the pf-p3 balloon and with the use of an indeflator, the vessel dissected. The physician placed a 10mm x 4cm wall-stent to successfully repair the dissection. There was no adverse consequence to the patient.